Manufacturer narrative:
PMA/510(k) #k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. 1 unit of lot c1540713 of echo-hd-3-20-c was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation. The needle was found to be broken distally. ¿I would like to know durability of the needle. Please advise how many scrolls (needle advancement) the needle of the device holds up.¿ the above request was investigated by cirl engineering, however while design testing does allow for gentle back and forth movement to simulate fnb for each pass/biopsy there is no specific number included in the testing for this. Even in doing so, the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1540713 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1540713. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The failure of needle broken was observed in the laboratory. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to hard lesion which would seem to be supported by the number of needle advancements required per biopsy. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: the device was used for eus-fna in the pancreas. When the user attempted to push out specimen from the needle after the 4th biopsy, the needle broke at the proximal side of the core trap. Since the biopsy was already finished, the procedure was completed with no further treatment or replacement. There have been no adverse effects to the patient reported. Updated on 4/apr/2019: the device was used for eus-fna in the pancreas. (Advancing the needle from the duodenum to the pancreatic tumour). When the user attempted to push out specimen from the needle after the 4th biopsy, the user noticed that the needle was broken at the proximal side of the core trap. Since 20 scrolls (= 20 times of needle advancement) is made per one biopsy, it was after approximately 80 scrolls when the needle breakage was noted. Since the user confirmed that there was no metal portion left inside the patient and the biopsy was already finished, the procedure was completed with no further treatment or replacement. There have been no adverse effects to the patient reported.

Manufacturer narrative:
PMA/510(k) #k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
A follow-up MDR is being submitted as the investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Initial report details: the device was used for eus-fna in the pancreas. When the user attmempted to push out specimen from the needle after the 4th biopsy, the needle broke at the proximal side of the core trap. Since the biopsy was already finished, the procedure was completed with no further treatment or replacement. There have been no adverse effects to the patient reported. <updated on (B)(6) 2019> the device was used for eus-fna in the pancreas. (Advancing the needle from the duodenum to the pancreatic tumour.) When the user attempted to push out specimen from the needle after the 4th biopsy, the user noticed that the needle was broken at the proximal side of the core trap.since 20 scrolls (= 20 times of needle advancement) is made per one biopsy, it was after approximately 80 scrolls when the needle breakage was noted. Since the user confirmed that there was no metal portion left inside the patient and the biopsy was already finished, the procedure was completed with no further treatment or replacement. There have been no adverse effects to the patient reported.

Manufacturer narrative:
PMA/510(k) #k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for eus-fna in the pancreas. When the user attempted to push out specimen from the needle after the 4th biopsy, the needle broke at the proximal side of the core trap. Since the biopsy was already finished, the procedure was completed with no further treatment or replacement. There have been no adverse effects to the patient reported. Updated on 4/apr/2019: the device was used for eus-fna in the pancreas. (Advancing the needle from the duodenum to the pancreatic tumour). When the user attempted to push out specimen from the needle after the 4th biopsy, the user noticed that the needle was broken at the proximal side of the core trap. Since 20 scrolls (= 20 times of needle advancement) is made per one biopsy, it was after approximately 80 scrolls when the needle breakage was noted. Since the user confirmed that there was no metal portion left inside the patient and the biopsy was already finished, the procedure was completed with no further treatment or replacement. There have been no adverse effects to the patient reported.